Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2014 allegedly due to pain and elevated metal ion levels. Review of invoice history confirms the (B)(6) 2009 procedure. Invoice history indicates another total hip procedure occurred on (B)(6) 2010. There has been no revision procedure reported for the (B)(6) 2010 procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions," ¿intraoperative or postoperative bone fracture and/or postoperative pain,¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-07984 and -07999 / -08000).